Manufacturer narrative:
The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) freedom-8a neurostimulator was implanted at the tibial nerve. The clinical specialist confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication. On (B)(6) 2020, the patient reported to the clinical specialist he was in the ER to get treatment for an infection at the site of the incision. The clinical specialist stayed in contact with the patient and found out that the ER confirmed an infection at the incision site. ER prescribed antibiotics to treat the infection, however information on the antibiotics was on (B)(6) 2020 patient followed up with implanting physician about the infection. Infection was healing and no further complications were noted. Patient admitted to applying alcohol to the incision site as a deviation from post-operative care instructions. Patient was instructed to discontinue the application of alcohol to the incision site. The patient was satisfied with the device performance, the patient did not have the device explanted. The device remains implanted and is providing pain relief to the patient. No further complications were reported. The root cause of the issue may be attributed to non-compliance, patient history, or the patient's predisposition to infections. Likely resultant of patient noncompliance to post-operative care-user error.

Event description:
Stimwave quality has investigated the details regarding a complaint of an infection reported to stimwave on (B)(6) 2020, by territory manager.